Event description:
No additional event information available

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). D4: UDI# - (B)(4). Reported issue: on(B)(6) 2019, it was reported that the device power cord was torn. Wires on the cord assembly were exposed. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The customer also returned a power supply, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the electric dermatome on (B)(6), 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but the wires of the cord assembly were exposed. There was minor wear to the head and the control bar was in the correct position. Product review of the electric dermatome power supply on august 2, 2019 revealed that the power entry module and switch were broken. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the end cap, seal/strain relief, o-ring, eccentric shaft, switch, motor, switch mount, screws, insulator, motor seal, needle bearing, reciprocating arm, bearings, spring seal, semi-circle bearings, and vespel bearings. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6), 2019 which included replacement of the power entry module and switch. Electric dermatome power supply, serial number 211703010017, was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the wires of the cord assembly were exposed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and the investigation is still in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device power cord was torn. Wires on the cord assembly were exposed. The event occurred during surgery and there was no harm, no delay reported. No adverse events have been reported as a result of this malfunction.